Event description:
It was reported that this right atrial (ra) lead was found to have perforated the heart post operation. The patient needed a chest tube. There are no known plans to revise the lead at the time and no measurement or programming status is known as well. No additional adverse patient effects were reported.